Event description:
It was reported, the patient had a needle inserted in the infusion port. When the indwelling needle was pre-flushed, no water leakage was found at the connection between the steel needle and the aircraft wing, so the patient was inserted. The needle insertion process went smoothly. When flushing the sealing tube, water droplets were found at the connection between the steel needle and the aircraft wing, indicating a water leak. After it was removed, a new indwelling needle was replaced and the needle was inserted again. Although the patient was inserted twice, no bruises were found, only minor injuries.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.